Event description:
During a novasure endometrial ablation, the physician administrated a paracervical block (medication dose unk) to the pt. The physician waited "15 minutes" and then attempted to dilate (not hologic device) the cervix. The pt was found to be "stenotic and not dilating". More paracervical block (medication and dose unk) was delivered and ablation was completed. The physician went to perform a post hysteroscopy. Upon insertion of the scope, the pt stated "her hands felt hot". She started to convulse, "have a vaso-vagal reaction and vomited" (lasted two minutes). No treatment was needed and the pt was released same day.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complaint, therefore, the expiration date is not known. Serial of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).